Event description:
It was reported via a call from the cardiac vascular unit rn to the clinical support specialist (css) on (B)(6) 2014 at 1538 est, that the rn called to troubleshoot frequent he (helium) loss alarms on the autocat2 wave (s/n (B)(4)) intra-aortic balloon pump. They had occurred earlier and stopped, but are now occurring more frequently. Indication for use: status post coronary artery bypass graft. The fiberoptix sensor (fos) intra-aortic balloon (iab) was inserted through the sheath via femoral without issue approximately 24 hours ago. There was no blood noted in the tubing. The pump was in autopilot mode, 1:1, pattern trigger. The patient's heart rate was 90, 100% paced, occasional pvc's (premature ventricular contraction). Patient is thin, no adipose tissue or kinking noted at the site. The css instructed the rn to attempt to pump in 1:2, however, the alarms continued. The css and rn returned the pump to 1:1. The css requested one of the alarm strips from the rn; however, the rn tried unsuccessfully to send them to the css. The alarm was occurring quite frequently so the css walked the rn through a leak test several times which resulted in the pump failing the test. The therapy was delayed for approximately 30 seconds while the css instructed them on how to switch out the pump. After the second pump, the alarm did not reoccur. The css suggested that they send the removed pump to biomed to be checked. The css also stressed that they frequently check the tubing for any signs of blood. The css requested that they call back directly should they see blood or have any additional alarms. At 1557 the css called back to check on the rn. There have been no additional alarms on the pump. The rn feels the pump is achieving the goals of therapy and has no additional questions at this time. At 1636 the css called to follow up again and the rn reported no additional alarms or problems. The rn thanked the css very much for the help and will pass the information on to the next shift. At 1711, a call from pcmsi to the css reported that the biomed called to follow up on the pump that was removed, with questions regarding checking the pump. The css contacted the field service representative who called the biomed department directly. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is the patient is currently being supported on iabp therapy as planned. It was reported per field service report received on (B)(6) 2014: pump was on patient. Symptom - helium 2 alarm after 20 seconds of pumping. Confirmed. Findings/action taken: found and replaced defective pneumatics control system. The pump is back in service.

Manufacturer narrative:
Complaint no. (B)(4).